Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Major pain in the injected knee [arthralgia], swelling in the injected knee [joint swelling], knee aspiration [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a healthcare provider, via a company rep, regarding a female pt (unk initials). The pt had a history of osteoarthritis and previous treatment with synvisc-one six months prior to the date of this report. The pt experienced pain and swelling in the injected knee after receiving synvisc-one. On an unspecified date, the pt received synvisc-one into an unspecified knee. The hcp reported that after receiving the synvisc-one injection, the pt experienced major pain and swelling in the injected knee. Treatment included knee aspiration and an intra-articular steroid injection. At the time of this report, the outcome of the pt was unk. Please see (B)(4) for other events from this reporter.